Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence at the implant site (date not reported) due to the infection. This report is submitted on december 8, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 29, 2021.

Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and subsequently was treated with antibiotics (specific type, date and duration not reported), however, the issue did not resolve. The device was explanted (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.